Event description:
(B)(6) customer called the customer service to obtain help with his contour next meter. While troubleshooting, the customer ran control tests and obtained readings of 7.3 mmol/l and 7.0 mmol/l at 1:07 p.m. And 1:08 p.m. Respectively. The meter did not automatically mark the readings as control tests, and so the readings will be displayed as a blood results when accessing the meter's memory. There was no allegation of adverse event. The customer was advised to return the control solution for evaluation. Replacement meter, test strips and control solution were sent to the customer.